Event description:
Reportable based on analysis completed on 26-mar-2015. It was reported that crossing difficulties were encountered. The 38x2.5mm target lesion was located in the coronary artery. A 2.50x38mm promus element ¿ long stent was advanced to treat the lesion. However, the device was unable to cross the lesion, despite several attempts were made. The procedure was completed with another 2.5x38mm promus element. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with the stent protector and mandrel inserted. No issues were noted with the profile of the device's tip. From the centre of the stent extending proximally the struts were stretched and distorted. The stent struts at the proximal end of the stent were raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile and hypotube profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).